Manufacturer narrative:
Analysis of the lead (lot no. Va1kewr) found no significant anomaly; the distal end of the lead was bent slightly at the #0 electrode but was just within the straightness specification. The straightness may have been impacted by the method used to return the lead for analysis. The lead and stylet were received for analysis stuffed in a small plastic container. Conclusion code updated from (B)(4) to (B)(4). Result code updated from (B)(4) to (B)(4) and (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information. Device returned.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va1kewr, implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a lead for parkinson¿s dual and movement disorders. It was reported the lead was put into the measuring tool and the doctor noticed that it didn't seem to slide in as easy and the lead looked slightly bent. The surgeon decided to have a new lead opened and used that instead. The issue was resolved at the time of the report.